Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, hv lead impedance due to a connector anomaly was observed. The lead was explanted and replaced. Patient was fine.